Event description:
The user facility reported that a patient was cathed and mitral valve coronary artery disease was found. It was determined that the patient needed cardiac surgery but the impella was not placed due to peripheral vascular disease. The patient was taken for possible impella 5.5 placement for cardiac procedure. However, the patient started decompensating so the patient was sent to lab for impella cp placement with vascular assistance. The impella cp was placed in usual fashion. Limb ischemia was found. The physician knew there would be ischemia so he had vascular do the case with him from the start and the leg was bypassed. The cardiac procedure was not done due to the patient was stabilized with the impella cp and wanted kidney function to improve. During support, it was noted that the bypass sheath clotted off and the retrograde sheath was found to be kinked. A new repercussion sheath was placed and flow was restored. The patient ended up having the intervention of two main vessels with no issue. However, the patient seemed to be in florid septic shock and nonresponsive to vasopressors. The patient did grow bacteria on the bronchealveolar lavage (bal). Antibiotics were being given. Despite aggressive intervention, the patient could not maintain blood pressure. The patient coded and a decision was made to stop therapy. The patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of limb ischemia, thrombus, and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.